Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2026, it was reported that the patient experienced repeated low glucose readings on the cgm beginning early in the morning, with values ranging between 50¿60 mg/dl. Of note, the patient was using a ilet betabionics insulin pump at the time of the event. By mid-morning, the patient reported concerns regarding inaccurate sensor readings. On the same day, the patient performed a fingerstick blood glucose (fsbg) test, which showed a glucose value of 450 mg/dl. The patient reported that glucose levels continued to increase despite attempts to calibrate the sensor, and the cgm readings did not return to an accurate range. The patient later obtained an fsbg reading greater than 500 mg/dl while the cgm continued to display approximately 60 mg/dl. During this period, the ilet insulin pump was reportedly not delivering insulin due to the falsely low cgm readings received from the dexcom app. At approximately 3:00 pm, the patient presented to the emergency department (ed) due to persistent hyperglycemia with fsbg readings greater than 500 mg/dl accompanied by nausea and persistent vomiting. At the ed, the patient received treatment with intravenous saline (IV) and insulin administered through the ilet betabionics uisulin pump until glucose levels stabilized. The patient was unable to recall additional cgm or fsbg values obtained during hospitalization due to disorientation at the time of treatment. The patient was discharged at approximately 9:00 pm after glucose levels returned to an acceptable range. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.